Event description:
It was reported that there was confirmed motor stall in the event logs with no motor stall recovery recorded. The patient saw a code 8476 for motor stall on the personal therapy manager (ptm) and heard the pump alarming the morning of the report. The pump logs showed that a motor stall occurred yesterday ((B)(6) 2015) at 11:46 pm with no recovery noted. The patient had been home all day; did not have a magnetic resonance imaging (MRI), and there was no other known potential environmental cause of the motor stall. The patient experienced some increased pain overnight. The pump was replaced on the date of the report. The pump would be returned after going through pathology at the hospital. The pump system was being used to infuse clonidine and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).